Event description:
It was reported to medtronic minimed that the customer experienced a crack on the pump. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. Mmt-1884 was requested and customer responded that the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked case, scratched case, cracked keypad overlay, broken battery tube threads, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, serial number label missing, and battery cap contact missing. Cosmetic damage was confirmed at the pump case and battery compartment. Battery cap contact missing was confirmed during visual inspection. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.